Event description:
E-mail received from the sales rep. Informed that: "patient had valve set at 200 and was still over draining. Neurosurgeon made the decision to replace the shunt and is requesting to have it tested for defects.'

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm a problem. The lot number was cmcbfj, serial number (B)(4), product code 82-3162. -the position of the cam when valve was received was 150mmh2o. The valve was visually inspected, needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. -the siphon guard was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested; valve only leaked from the needle holes in the needle chamber, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve, product code 82-3162 with lot number cmcbfj, conformed to the specifications when released to stock on the 23rd february 2011. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.